Manufacturer narrative:
H.6. Investigation: three photos that each displayed a single loose 1ml syringe. One photo that displayed two syringes in opened blister pack and one loose with an opened and empty blister pack were received and evaluated. No product information could be determined from the photos. It was observed in the photos two of the syringes had surface scratch near the 0.1ml marking and one syringe had a small blemish near the 0.2ml marking. The visual defects on all three of the syringes appeared to be cosmetic in nature with no effect to the form fit or function of the device, which were acceptable per product specification. A potential root cause for the surface scratches and blemishes are associated with the assembly process. Since the defects observed are within the acceptable limits, no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had scratches in it. This occurred on 3 occasions before use. The following information was provided by the initial reporter: scratches and white marks.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 1 ml syringe luer-lok¿ tip had scratches in it. This occurred on 3 occasions before use. The following information was provided by the initial reporter: scratches and white marks.